Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on electronic assembly or motor. The device had cracked display window corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that he had the device in his pocket and it might have been exposed to sweat. Blood glucose value was 130 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The customer's father would be contacting the doctor for back-up plan. The insulin pump was replaced and returned for analysis.